Manufacturer narrative:
The device was inspected at (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(4), it was found that there was gap of adhesive on the distal end and stain entered inside the lens through the gap. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.